Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-021: improper technique of obtaining or applying blood sample.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different vial of test strips. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 23-jun-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her symptoms remained the same. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 29-jun-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she still had a headache and was feeling dizzy. Customer reported she had gone to the doctor's office due to her diabetes, where she was diagnosed with hyperglycemia and was prescribed insulin. Customer stated the true metrix air meter was working fine. Note: 3 manufacturer attempted additional follow-up call to ensure the customer's condition had improved and to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-0 error message. At the time of the call, the customer reported feeling ill with symptoms of headache, nausea and feeling weak; customer stated she had been feeling this way for the past few days. Customer stated she had contacted her doctor on (B)(6) 2021 due to the symptoms and because the true metrix air meter was not working. Customer stated the doctor had prescribed a new medication. During the call, a blood test was performed by the customer and produced e-0 error using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2022 and test strips were opened one month prior to call.